Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Patient's dysphagia was treated, but did not get any relief. Device explant due severe dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry. It was noted that there was "lots of fibrous scar tissue".